Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation was completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. No parts were replaced or returned and no further issues were reported.

Event description:
A site representative reported that they were unable to create a surgeon profile as the application would exit and go back to the main screen. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were able to confirm the reported issue.